Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was administered to address bg. Additionally, it was reported that the pump was warm to the touch despite being in room-temperature condition, the pump battery was depleting quickly. Customer declined follow up from tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Battery hot to touch was not verified. Altitude alarm and battery not holding charge issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.